Event description:
The sales rep reported that during a rotator cuff procedure the tip of the customer&apos;s expressew iii needle broke while in the patient. The sales rep stated that the surgeon was able to remove the broken piece from the patient&apos;s joint with no x-rays needed or issues. The sales rep reported that expressew iii with hook gun was used and permacord was used for suture. The sales rep stated that the needle broke when the gun was fired the first time. The surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep stated that the facility discarded the device.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) packs of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, however one possible root cause could be the device hit bone or an instrument resulting in the tip of the device breaking off. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.